Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the device. The caller was instructed to call back if the issue reoccurs, and the caller acknowledged and understood this guidance.